Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, after some firing and reloading the device could not be opened, knife did not snapp back, open release button did not function correctly, tissue was not too thick, no further info is available. There was no pt consequence.